Event description:
It was reported the ventricle output was not in specification. The device was returned for calibration. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery flex is corroded. Battery release and lead flex cover are contaminated. Heart wire contacts are painted. Battery contacts are compressed. The ring is bent. Battery drawer has tool marks on back bottom latch. Keyboard window is scratched.